Manufacturer narrative:
H10: the device was used during treatment when the software exited to the navio patient screen. The log files were returned for evaluation. The DHR was reviewed for rc-5106 and found that it was validated. A complaint history review found a total of 4 complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. The log files indicated that system suddenly exited due to poorly collected data and the inability of the system to handle the data. Therefore, the root cause of the reported event was due to a software failure. This issue is still being investigated by engineering.

Event description:
It was reported that doctor was painting the surface of the tibia during the free collection screen and everything looked normal. After it was finished, none of the mesh surface was there and only the green dots were visible even though the mesh was being seen during the collecting. Once hit continue to go to the planning, the system kicked out and showed the unexpectedly quit error. When it was resumed nothing was saved and had to start all over, recollected everything and moved forward.